Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call customer were hospitalized on july 21,2021 date due to diabetic ketoacidosis. Customer was in intensive care unit. The customer's blood glucose at the time of event was unknown. Customer was treated with intravenous insulin drip at the hospital. The customer did not experience any symptoms such as a result of high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated the auto mode feature was active at the time of incident. The insulin pump will not be will be returned for analysis.